Event description:
Info received indicates the bed has no trendelenburg function.

Manufacturer narrative:
The tech found the trend limits were out of adjustment. The tech adjusted the limits to repair the bed.